Event description:
The customer called to report the insulin shooting out of the infusion set during the manual prime. Troubleshooting was performed. The customer stated that they were on their second reservoir and pt accidentally delivered insulin. The customer was drinking orange juice and was being driven to the hosp.